Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed to be replaced. Once the battery was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned battery resulted in no failure being found. Analysis stated that the battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of the 500w lamp and under battery power, the ups ran for over seven minutes before shutting down. With this load, the battery should run for at least three minutes. The battery is fully functional. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system shut down 30 seconds after being unplugged from the wall in preparation for the day. There was no patient present when this issue was identified.